Event description:
The customer states the lancet is not fully retracting back into the softclix device and the needle protrudes beyond the cap. The customer states he is fine, no treatment was needed, no injury occurred. The device was replaced and requested to be returned for evaluation.